Manufacturer narrative:
The thermogard console (sn (B)(4) was returned to the zoll san jose for further investigation and the tcmid:02 (ce danfoss error) error message could not be duplicated during the functional testing. The root cause for the intermittent tcmid:02 error message observed during the preventive maintenance performed at the customer site was found to be due to a defective danfoss module controller as a result of normal wear and tear. The thermogard console is a reusable device that was manufactured in august 2011 and is over 11 years old, well past the expected service life of 5 years. The console passed the functional testing with no error or fault. However, during further functional testing, the danfoss controller was observed to be degraded, which caused the console to display the tcmid:02 error message intermittently. The danfoss controller needs to be replaced to remedy the fault. Also, noted that the console's battery had a low voltage. This issue was related to the failed battery, as the battery was replaced in (B)(6) 2022. The battery needs to be replaced to address the issue. Upon visual inspection, observed a cracked top lid, likely attributed to user mishandling and/or aging device. The top lid was replaced to address the observed issue. In addition, during the further visual inspection, air bubbles were observed on the window display, as a result of the normal wear and tear. The defective window display needs to be replaced to remedy the issue. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During preventive maintenance (pm) performed at the customer site on 02/08/2023, the thermogard console (sn (B)(4) displayed tcmid:02 (ce danfoss error) error message. No patient involvement.